Event description:
It was reported that the patient experienced shortness of breath. The remote monitoring transmission showed potential loss of capture on the right ventricular (rv) lead. It was also noted that the patient's heart rate was pacing below the programmed lower rate. Additional information was obtained from the nurse indicating that the patient was admitted to the hospital and experienced atrial fibrillation (af) with rapid ventricular response (rvr). A device check was performed and found the device functioning normally. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).